Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018, with blood glucose of up to 500 mg/dl. The customer also report the blood glucose level was 700 mg/dl. Customer was treated with insulin pump. Troubleshooting was performed. The product will not be return for analysis.